Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer 2.1 displayed cubie was not detected on bus error. A field service engineer (fse) found multiple cubie pocket failures. Further, the fse inspected and ran hardware test application (hta), reseated all connections, released all cubies, cleaned out debris, tested all cubies in all drawers and tested in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 repeatedly reported that a cubie was not detected on the bus, and multiple restarts did not resolve the issue. Each reboot resulted in more cubies becoming greyed out and undetected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.